Event description:
The customer reported that the ventilator went vent inop and alarmed. The customer reported the ventilator was in use on a patient but there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log verified a vent inop occurrence due to pressure regulation high. Performance verification testing was completed and tests passed to operating specifications. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.